Manufacturer narrative:
This report is submitted on june 07, 2024.

Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2024 due to noises. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site resulting in the exposure of receiver/stimulator. The patient also experienced no connection with the internal device. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted on contralateral side with another cochlear device during the same surgery.